Event description:
Reported that the suture became cinched up when sliding the knot and the suture was cut free and another device was successfully used. Sales rep confirmed that the t's remain in the patient unsupported by suture. A delay of approximately 2-minutes was experienced in order for the surgeon to open a back-up device. Sales rep does not know how far apart these t's were placed, however, he did state that he instructed the surgeon to place them approximately 5mm apart. The surgeon is a new fast-fix user and has successfully implanted approximately 10 devices.